Manufacturer narrative:
On 27-nov-2024, mentor received additional information about the event. The patient developed significant edema in her right breast post implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-nov-2024, mentor received additional information about the event. It was previously reported that the patient underwent explantation on (B)(6) 2024. Explantation did not take place on that date. The scheduled explantation date was on (B)(6) 2024. On 11-nov-2024, mentor received additional information about the event. The patient cancelled the on (B)(6) 2024 explantation date. On 13-nov-2024, mentor received additional information about the event. The patient was scheduled to undergo explantation and replacement with a mentor memorygel breast implant 550cc gel breast prosthesis on (B)(6) 2024. D6b explantation date: on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-dec-2024, the mentor failure analysis lab received the device for evaluation. On 30-dec-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant after a trauma. In addition, the patient developed an edema. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. The device was received in two (2) parts. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed during an office visit and via imaging. Additionally, it was reported that the patient suffered from an unspecified trauma to her right breast. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).